Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon questioning if valve functioning properly, wants it shipped in for investigation. Explanted. (B)(6) 2015 per rep:"description of event: pm underwent a shunt revision due to a malfunctioning valve. During surgery it was noted that the valve was not allowing flow of csf through the device. Patient's intracranial pressure was over 30cmh20 was the issue discovered prior to surgery or during surgery? During surgery when the valve was tested. What actions did the surgeon take to resolve the situation? Clinician attempted to irrigate through the valve and was unable to do so. Any tests performed on the device to troubleshoot? None delay in surgery of more than 30 min? No patient's condition after event: patient had headaches and vomiting suggesting a shunt malfunction. After surgery, the headaches and vomiting resolved. And here is a portion of his postop note: the proximal shunt hardware was exposed. The connects on the reservoir was disconnected from the ventricular catheter with rapid flow of csf under increased pressure. The opening pressure was measured with a manometer and was noted to be greater than 30 cm of water. Csf was vented and the reservoir was temporarily occluded with a rubber shod. I used a manometer to check the distal runoff and found essentially no distal runoff through the valve. I withdrew from the valve from the subgaleal pocket and cut the tubing distal to the valve. I used a manometer to check the distal runoff through the tubing and this was rapid and appropriate down to essentially a pressure of 0, indicating a patent distal catheter."

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804 with lot cnmbfk, conformed to the specifications when released to stock on the 22nd october 2012. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.